Event description:
In 2009, the lay-user/pt contacted lifescan (lfs), alleging that the one touch ultra meter has a "test port-strip" issue. A no response letter was sent to the pt, as the pt could not be contacted by phone for follow up. The reported issued began approx five months prior (unspecified year). It is not clear if the pt was able to obtain any blood glucose reading during the reported time frame. The pt did not take any action in regards to diabetes treatment as a result of the reported issue. During this time frame, the pt had symptoms at one point described as "dizzy, and blurry vision." The pt was tested on another device (unspecified date and time) at "65 mg/dl." Reportedly, the pt was hospitalized and was treated with oral medication for diabetes. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medication intervention/reported symptoms, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The test strip port issue was not resolved with training. This complaint is being reported, because the pt claimed she received treatment and was hypoglycemic after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.